Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the system without any pump alarms or observed infusion set leaks, and the user temporarily disconnected from the pump before later completing a full supply change with assistance, including cartridge, connector, tubing, and infusion set replacement, after which insulin delivery resumed and glucose trended downward. Symptoms included elevated blood glucose with a reported peak of 267 mg/dl. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included guided troubleshooting and education, verification of supply replacement steps, and confirmation of resumed insulin delivery. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event characterized as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.